Event description:
It was reported that immediately after an idet procedure the pt complained of numbness in the left leg, left leg paralysis, and left leg drop foot. Pt was hospitalized and subsequently developed pneumonia and was placed on a respirator. As of 11/2002 the pt is still hospitalized but is off the respirator. Left leg paralysis and leg strength is improving, but left leg numbness still persists.